Event description:
Product is used inside a sterile central line insertion kit. Once the kits are opened at the bedside, the clinical staff are reporting the sureprep wipe, is dried out rendering it ineffective. The central line dressings have become loosened causing potential exposure to bioburden until it is discovered. Additionally, since the skin protectant wipe is dried out, there leaves question as to the sterility of the entire central line kit. However poses risk for central line contamination, and infections.